Manufacturer narrative:
Device received with minor scratches on lcd window. Device received with cracked case at display window corners and battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.

Event description:
Customer reported via phone call that the screen was scratched and it was hard to read the numbers. Customer's blood glucose was unknown. Device had alarmed no delivery alarm. Customer mentioned that the piston would squeak and get stuck during rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.